Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the glass cap was detached; therefore, the reported event is confirmed. The fiber was tested using the forward firing test fixture which resulted in an output which was above the threshold for potential patient harm. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that 27 seconds in to photoselective vaporization, an error message appeared stating that the fiber port overheated and to replace the fiber. The procedure was completed using a new fiber. There were no patient complications.analysis of the returned device identified a defect that could potentially lead to forward firing.